Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator had an air supply loss alarm because the compressor pressure was not building up. There was no patient involvement. A non- covidien/ medtronic service provide inspected the device, opened the compressor, cleaned the water trap filters and the air intake filter and the issue was resolved. Covidien/ medtronic was not authorized to evaluate/service the device.